Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please provide more details? See below . Did the device lock-out (no staples deployed and no cut line started)? - no or, did the device partially fire (start to deploy staples and cut but could not be completed)? Yes, only few staples were deployed . If staples did deploy, were the staples in the proper closed b-formation? No, staples have just been pushed out.

Event description:
It was reported that during an appendectomy procedure, the stapler blocked after introducing the tissue between the jaws. After few attempts the stapler unjammed, noting that some staples escaped without consequences. The issue was solved using another stapler.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5925v. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.